Event description:
It was reported that the patient underwent a surgical procedure to revise the tubing of this inflatable penile prosthesis (ipp) due to a crack at an unspecified location. The existing tubing was removed and replaced; the ipp remains implanted and in use. There were no patient complications. The explanted tubing is not expected for return. Additional information was received indicating the crack was observed on the pump tubing and resulted in fluid loss and inability to inflate the device. The patient was reported to be doing well after the procedure.